Event description:
The customer reported to customer service that her pump in style breast pump sounded like it was switching phases. When the pump was received at medela it was noted that the transformer was breached which is a safety risk.

Manufacturer narrative:
A replacement was sent to the customer. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.2 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke fire and a sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 57.2 ohms, which is normal and indicates that the thermal fuse did not blow.